Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within seven weeks post implant, the patient developed a wound dehiscence and a pocket infection. The would was initially treated with steri strips, culture were taken and anti-biotics were administered. Subsequently both the right atrial (ra) lead and right ventricular (rv) lead were explanted. The implantable pulse generator (ipg) remains in use. Repeat cultures were taken. No further patient complications have been reported as a result of this event.